Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to both cylinders having aneurysms and defects, the patient had his ambicor penile prosthesis (app) removed and replaced. The app was explanted and a new device consisting of a 20cmx14mm cylinders were implanted. Should additional information be received, a supplemental report will be filed.